Manufacturer narrative:
The anesthesia machine was investigated on site by our field service engineer (fse). The inspiratory pressure transducer printed circuit board (pcb) was found to be defective and fse resolved the reported failure by replacing it. The anesthesia machine then passed all functional and safety test and was cleared for clinical use. This could be confirmed in the provided logs. The inspiratory pressure transducer pcb was sent to further investigation. Then over a week-long term testing with a test lung and several system check out in our anesthesia laboratory were done and the reported issue couldn't be reproduced. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The root cause for the claimed issue could be determined.

Event description:
Manufacturer referense ID: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I c20, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.

Event description:
Manufacturer referense ID: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).